Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. D4 - UDI h3 other text : single-use, device discarded.

Event description:
The customer reported multiple unconfirmed false positive results with the ID now covid-19 assay for multiple patients performed on different days. This MFR. Report addresses event seven (7) and is seven (7) of eight (8) the customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023. Confirmation testing was not performed. The customer stated the patient was symptomatic. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use, device discarded.

Event description:
The customer reported 7 unconfirmed false positive results with the ID now covid-19 assay for seven patients performed on (B)(6) 2023. This MFR. Report addresses patient seven (7) of seven (7). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023. Confirmation testing was not performed. The customer stated the patient was symptomatic. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217556 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m217556 , test base part number 192-430 / lot m217556. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217556 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. D4 - unique identifier (UDI) # h3 other text : single-use, device discarded.

Event description:
The customer reported multiple unconfirmed false positive results with the ID now covid-19 assay for multiple patients performed on different days. This MFR. Report addresses event seven (7) and is seven (7) of eight (8) the customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023. Confirmation testing was not performed. The customer stated the patient was symptomatic. Although requested, no additional patient information, including treatment and outcome, was provided.